Event description:
The x-ray system in the room lost power while a patient was on the table. The staff was unsuccessful in returning the power back onto the system. A portable x-ray system was brought into the room where the procedure continued and the patient did fine.

Manufacturer narrative:
Eval, method, results & conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.